Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptoms - found no ap (arterial pressure) transducer signal. Findings/action taken: found the white lead pin backed out of the orange connector. The cable assembly was replaced. Arterial pressure outside housing system was functional. Add'l info rec'd on (B)(6) 2011 from the sales rep stated that the pt was fine and hand no complications associated with this event.